Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) replaced the latch sensor on the legacy drawer after finding the cable had been severed due to a missing securing plastic piece. The plastic securing piece was replaced and properly secured after the sensor replacement to prevent recurrence. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station mspxc1 full height cubie drawer 2 failed to close. Customer stated that the machine was recovered but continued to fail for the same reason, not closed properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.